Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, occlusion alarms occurred. Blood glucose was in the 400's (mg/dl). Reportedly, the customer resumed insulin delivery.